Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. International UDI: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the blower assembly to resolve the reported issue. The device successfully passed testing. Parts have been received for evaluation, however the evaluation has not yet been completed. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a v60 ventilator generated a vibration noise from the inhalation port. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 07may2019. The field service engineer (fse) replaced the blower assembly, which corrected the reported noise. The blower assembly was received for evaluation. Failure investigation (fi) was performed. . Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly was installed into the fi test ventilator in an attempt to duplicate the complaint of the noisy blower. After starting the ventilator in normal ventilation mode, the blower assembly did not make any unusual noise. After 15 minutes running in normal ventilation mode, the blower assembly did not make any unusual noise. The blower assembly passed all testing. The reported complaint of a noisy blower assembly was not duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.